Event description:
It has been reported in a service report that the unit was leaking hydraulic fluid. This issue could not be duplicated by field service technician. No adverse consequences were reported.

Manufacturer narrative:
Hydraulic leak.